Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 5.0, second test inr = 4.0, third test inr = 3.4.

Manufacturer narrative:
Inratio precision data provided by end-user lot : ni. First test inr = 5.0, second test inr = 4.0, third test inr = 3.4, mean = 4.1, sd = 0.80, %cv = 19.6%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.